Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 13 of 15 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03682 / 03683 and 04233 / 04235).

Event description:
It was reported that following a revision procedure, patient experienced postoperative hypokalemia and acute blood loss anemia. The results of this complication is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records, which included post-operative blood test results. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.